Manufacturer narrative:
Patient gender and weight were requested, however the information was not provided. Per the precautions listed in the instructions for use (IFU) for gore-tex® suture: avoid crushing or crimping the suture with surgical instruments or exposing the suture to sharp edges.

Event description:
It was reported to gore that during a ridge augmentation procedure using gore-tex® suture, the suture detached from the needle during suturing. It was reported the surgeon used another suture from the same lot to complete the procedure.